Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was the patient had called and reported that they were going to have their ins removed by a surgeon in florida (whose name they could not recall) because the implant bothered them and it was not working. Agent was able to clarify with the patient that by "not working" they meant it wasn't doing what it was supposed to be doing, that they were still peeing a lot during the day and the night so they wanted it removed. Patient denied having had any falls or traumas that would have led to the event. Please understand a spanish translator was requested for this call however the patient's reason for call remained unclear. Due to the nature of the call, agent was unable to ask any for any further event details or clarifying questions about the event to the patient. Documented reported event. No further action was taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.